Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that more than 1 year after the dental implant was installed in intraoral region #22, it was verified its loss of osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.